Manufacturer narrative:
.

Event description:
After three (3) year of implantation, the adjoining fixture fractured causing this implant to be removed. Doctor re-implanted with a new fixture and the patient recovered with no complications.